Manufacturer narrative:
Na

Event description:
It was reported that the ventilator powered down and restarted multiple times with no audible alarm while connected to a patient. No patient harm reported.